Event description:
(B)(6) study. It was reported that a pericardial effusion occurred. On (B)(6) 2020 a left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure was successful with the placement of a device with complete laa seal and deployed device diameter of 25.5 mm. Prior to the procedure, aspirin was administered and after the implant procedure the patient was started on both aspirin and clopidogrel. Later that same day a transesophageal echocardiogram was performed that showed there was a 3mm sized pericardial effusion. There was no intervention performed and the patient was discharged as planned on (B)(6) 2020.